Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt has felt dizzy since (B)(6), 2010. She has been unable to use her speech processor since (B)(6), 2010, due to feeling pain and an itch sensation. Testing showed that the device has malfunctioned.